Event description:
(B)(4). Horrible constant pain in groin/pelvis region, nauseated constantly, migraines 5-6/ week, tingling and stabbing pain down my left leg at times, lower back pain, no period since (B)(6) 2014, dry skin, diarrhea, hot flashes, painful intercourse, bloating, weight gain, constantly tired.

Event description:
(B)(4). I had my full hysterectomy leaving one ovary (B)(6) 2016 and I feel amazing! My constant pain in my groin/pelvis no longer exists. I haven't had a migraine yet. Even being just 3 days post op I would of had 1 each day! Not even a hint of a headache! I am so glad to finally get essure out of me! No doubt that was my problem!